Event description:
It was reported that pump displayed malfunction alarm code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return it within 10 days using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.